Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid circumflex coronary artery. The 3.0 x 23 xience v was deployed. Four days post procedure, the patient returned with chest pain and thrombosis was confirmed via angiography. Thrombus aspiration was performed to remove the thrombus. The patient experienced a myocardial infarction (mi) within one week prior to the percutaneous coronary intervention (pci) procedure. An angiographic presence of existing thrombus was present prior to the pci procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.